Event description:
It was reported in a journal article that the patient underwent a bilateral hip replacement surgery on may 4, 2009. Subsequently, revision procedures were performed on december 13, 2011 on the right hip and on february 8, 2012 on the left hip due to unknown reasons. No further information has been received.

Manufacturer narrative:
The information being reported was found in a journal article titled "few adverse reactions to metal on metal articulation in total hip arthroplasty in a review study on 358 consecutive cases with 1 to 5 years follow-up". The open orthopaedics journal, 2012, 6, 366-370 current information is insufficient to permit a conclusion as to the cause of the events. Event details were not provided for the revisions mentioned in the journal article, therefore, the following sections could not be complete: date of event - unknown (either dec. 13, 2011 or feb. 8, 2012); date explanted - unknown (either dec. 13, 2011 or feb. 8, 2012). Initial reporter - the article was written by jens stürup,1, line b. Dahl1, karl-erik jensen2, anne-birgitte larsen3 and peter gebuhr.